Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted air bubbles inside the wash pump. The fse replaced the pump seal, primed the system, and performed two passing system checks runs. After the repairs were completed, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of this event was likely a hardware malfunction of the wash pump seal.

Event description:
The customer contacted bec (beckman coulter) to report an elevated troponin I (access accutni+3) result on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The patient's sample (designated as sample one) was processed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4)and an elevated result, above the assay's normal reference range was obtained. The sample was then processed at the laboratory's sister site, methodology/assay reference range unknown, and a lower result was obtained and reported outside the lab. Customer decided to run the sample one (1) other time on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4)and result recovery was higher than the initial access accutni+3 result . There was no change to patient care or treatment which occurred in association with this event. The customer reported system check and calibration recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications prior to the event. System check and qc recovery were reported to be failing system and assay specifications post this event. Sample was collected in a plasma non gel tube that was centrifuged at 3500 revolutions per minute (rpm) for 12 minutes at ambient . No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.